Event description:
Reportedly, episodes of noise oversensing on the ventricular channel were observed, leading to pacing inhibition on a pacing-dependent patient.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, episodes of noise oversensing on the ventricular channel were observed, leading to pacing inhibition on a pacing-dependent patient. Preliminary analysis revealed that ventricular noise oversensing was observed since (at least) 24 september 2020. The observed noise most probably resulted from electromagnetic interferences (emi) and/or myopotentials sensing.